Manufacturer narrative:
The user was hospitalized for a routine diabetes-related surgery. The issue had happened on (B)(6) 2026. The exact reason for surgery is not fully confirmed. The user's healthcare provider is aware of the hospitalization. The user remained unresponsive despite multiple follow-up attempts. Upon dms review user is not using the system since on (B)(6) 2026.

Event description:
Senseonics was made aware of an incident where user was hospitalized for a routine diabetes-related surgery. The issue had happened on (B)(6) 2026. The exact reason for surgery is not fully confirmed. The user's healthcare provider is aware of the hospitalization. The user remained unresponsive despite multiple follow-up attempts. Upon dms review user is not using the system since on (B)(6) 2026.